Event description:
It was reported that the patient experienced a high blood glucose event of 352 mg/dl treatment by insulin pump which occurred on day one of infusion set insertion in the thigh and the patient reported the presence of small air bubbles in the reservoir and infusion set on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.